Manufacturer narrative:
Age at time of the event not provided, date of birth not provided. Patient sex not provided. Patient weight not provided. Title, last name and email not provided.

Event description:
Doctor indicates the abutment screw broke in the patient's mouth.

Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates abutment hex and screw fractured. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.